Manufacturer narrative:
H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual inspection was performed, and the customer's complaint of a blurry label was confirmed. The cause of the label issue was unknown and could not be traced to the manufacturing process since the chinese label was placed on the product after being shipped from the manufacturing site. No further action was taken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the label was blurry with some important information missing, possibly due to incomplete label ink and friction during transportation and handling. There was no patient involvement, no injury was reported.